Event description:
A customer reported that the system shut down on its own prior to surgical procedures. Additional information has been requested.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The power distribution printed circuit board (pcb) was replaced for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 25, 2009. Based on qa assessment, the product met specifications at the time of release. A power distribution system printed circuit board (pcb) was received system message (sm). A visual assessment of the returned power distribution pcb did not reveal any non-conformity. The reported event could not be replicated. The system was found to meet specifications. The returned power distribution pcb was replaced for diagnostics purposes. Therefore, functional testing on the returned power distribution pcb will not be performed. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be established. (B)(4).